Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies were found. Blood was noted in/on the helix mechanism.

Event description:
It was reported that during implantation attempt the stylet would not enter the lead freely and the helix would not "hold". The lead was not used and a new lead was placed. No patient complications have been reported as a result of this event.